Event description:
A (B)(6) male patient contacted zoll customer support to report that his charger was not working. The patient was issued a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (not working) has been confirmed. Upon evaluation, the battery connector was damaged. The cause of the defective charger is the inability to connect with a battery pack. The cause of the inability to connect with a battery pack is the damaged connector. The root cause of the damage cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged connector. The patient received a replacement battery charger.